Event description:
Hcp reported with device returned for analysis - "at time of refill - 18 cc still in pump. Patient experienced increased spasms and dystonia." A dye study and a bolus under fluoro were done. The catheter was broken at insertion site and the roller did not appear to move with the bolus given under fluoro. The catheter and pump were replaced. Patient's spasms and dystonia are better with new device system.